Event description:
It was reported that during a pulse field ablation (pfa) procedure for the treatment of paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. The sheath was successfully prepared and inserted via the groin. A non-boston scientific mapping catheter was then advanced through the sheath, and pre-ablation mapping was completed successfully. The farawave catheter was subsequently inserted, and ablation was performed as intended, with approximately 40 applications delivered without complication. Following completion of the ablation, the farawave catheter was removed from the sheath. Subsequently, a continuous backflow of blood was observed through the hemostatic valve of the sheath. The sheath remained connected to a pressurized heparinized saline bag with continuous irrigation throughout the procedure. Blood was observed in the attached aspiration syringe; however, no visible air was noted within the sheath, and the activated clotting time (act) remained within the therapeutic range. The sheath was replaced, and the procedure was successfully completed using another faradrive device. No patient complications occurred and the patient recovered fully.